Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the image noise was caused by a faulty charge-coupled device (ccd). The specific cause of the faulty ccd was attributed to fluid ingress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be disconnected. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be disconnected. ·while using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. ·never fix the camera cable using such as forceps. The camera cable could be disconnected.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head cable damage. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation it was found an image disturbance due to cable flooding and image could not be seen. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the oredome was dislodged from the camera head side, the charged coupled device had flooding and image could not be seen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.